Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp and automated impella controller (aic) were being prepped for insertion at the femoral artery to support the 41 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the pump placement the patient had suffered an out of hospital cardiac arrest with CPR applied, and was on inotropes, vasopressors, and a vent for respiratory needs. Other underlying medical history was not shared. At the preparation the cp and aic there were alarms that prompted the aic and pump to be replaced. There were pump stop alarms, high motor current, retrograde flow, and controller failure alarms. The pump support was never started, this was all during prep. The troubleshooting attempt to reset up case start had purge pressure alarms. Decision was made to use a new catheter and new aic. This is being conservatively reported for the malfunction and associated delay of therapy during the exchange; however, the exchange was performed with no clinical consequence to the patient. The second pump was successfully placed for hemodynamic support.

Manufacturer narrative:
H6 codes have been updated.

Manufacturer narrative:
B5 updated with additional information. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
Clinical narrative (updated 2026-6-17). With further clarification the team was able to update abiomed on the alarms that took place at the time of case start/priming. The hospital biomedical team reported that the hospital had retained the aic for nearly 2 months as they believed the aic to have priming issues with a cp support.